Event description:
It was reported to covidien on 09/28/2009, that a customer had a problem with a feeding tube. The customer reports that they needed to reinsert the feeding tube 2-3 times because they could not remove the wire. The customer placed the feeding tube, x-rayed the patient and was unable to remove the wire. A new feeding tube was utilized and inserted. The patient had retropharyngeal bleeding and was evaluated by ent. The customer indicated that they had not been following the instructions for use for this tube. The customer reports that the patient subsequently died of causes unrelated to this event.

Manufacturer narrative:
(B) (4). An investigation is currently underway; upon completion, the results will be forwarded.